Event description:
Info received indicates when performing an electrical safety check, the technician found the bed lost ground.

Manufacturer narrative:
The technician found the ground on the power cord plug was damaged. He replaced the power cord plug to repair the bed.